Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Evaluation ran the unit with a fluid filled set and clamped off the tubing at the distal end inducing a "downstream occlusion" alarm. Upon releasing the clamp the unit would auto restart as designed. This was done multiple times with the unit auto restarting each time the clamp was released. Unit was found to pass itp (B)(4). Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-07636 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump did not detect a downstream occlusion. It was also reported there was no patient involvement.